Event description:
It was reported that this right atrial (ra) lead exhibited a low out of range pacing impedance, less than 200 ohms. Also, there was oversensing of non-physiologic noise on the ra channel, which caused the device to deliver inappropriate atrial tachy response (atr). Technical services (ts) suspected this ra lead was showing signs of degraded function. This ra lead remains in service. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).